Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level at the time of incident was 600 mg/dl. The customer stated that had issues with insulin pump and it seems delivering insulin but it was not and majority of the day customer's blood glucose was not get down until using 20u of same insulin from the same vial. The health care professional's advised to discontinue the use of the insulin pump. The insulin pump will not be returned for analysis.